Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
The device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 9, 2024.